Event description:
It was reported that during a device implant, the torque wrench was being used to tighten the set screw on the lead. The set screw continued did not engage, but continued to turn when the wrench was used. A service kit was opened and it was decided to unscrew the set screw, but the screw ended up coming all the way out of the grommet. The device was not used and a new device implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): upon analysis, no anomalies found.